Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the device passed downstream occlusion test. A review of the event history log (ehl) revealed 'downstream sensor error.' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.